Event description:
It was reported via repair work order that the brake led on footboard was not engaging due to brake microswitch bracket being out of adjustment. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.